Event description:
It was reported that the handpiece began overheating during an oral extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the alleged condition of the device overheating was confirmed. Based on the investigation details, a possible cause for the overheating was a problem with the nose cone and bearings, which were each replaced along with other components as part of preventive maintenance. Service did a clean lube, and adjust to the device, and it was returned to the customer.